Manufacturer narrative:
The insulin pump had a missing retainer ring, missing reservoir tube o-ring, scratched case, minor scratched display window and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a piece of plastic of the insulin pump broke off from the side of the reservoir. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.